Event description:
Pulsar-18 peripheral self-expandable stent system was selected for treatment. The device was introduced through a 5f cook sheath and met resistance. It could not cross the sheath. The device was withdrawn, and the stent was found released in the distal area, but the safety tab was not removed.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the distal end of the outer shaft is located at the distal end of the distal radiopaque marker. The stent has been partially released and is stuck between the outer shaft and the distal radiopaque marker. Consequently, the distal end of the outer shaft is slightly flared. Outside of the deformed zone, the outer shaft diameter complies with the specification. The locking tab at the handle is still in position and fully intact. The outer shaft was found loosely gathering inside the handle which is indicative for a push-pull-movement. The introducer sheath used in the intervention was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the reported event is most likely related to the handling during the procedure. Please note that the IFU advises the user to exercise care during handling to reduce the possibility of releasing the stent prematurely, accidental breakage, bending or kinking of the catheter shaft.